Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. And also no need to add glucose/carbohydrate treatment for the low as it was not mentioned in h6.

Event description:
Correction: customer reported that she received the 600 series communication issue safety notice. Customer was alleging cyber security-hacking and resulting low blood glucose of 33mg/dl on (B)(6) 2023. Customer said a bolus occurred without input from her; she heard the pump beep and said that a bolus delivered without her pressing any buttons. Customer called the paramedics and was treated. Customer did not go to the emergency room. There was no mention of carbohydrate intake. There was no unexplained pump settings or delivery change event per the customer. Customer did not get help with programming the pump. Customer did not leave the pump unattended. The remote bolus feature was enabled. Contour next link/plus 2.4 meter was wirelessly connected to pump and was being used to deliver normal or preset boluses. The contour next link/plus 2.4 meter was not left unattended. There were not any unexplained devices connected to the pump. Pump was used at the time of the incident. Per customer, auto mode was not used. It was unknown if sensor was used. Medtronic did not say we will replace the insulin, reservoir, and set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a hypoglycemia and had carb intake ,emergency room visited for treatment. Customer blood glucose level was around 33 mg/dl. Customer also stated cyber security hacking done by noticed bolus occurred without any input .customer used insulin pump system within 48 hours of reported event. Troubleshooting was performed and customer not used the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of low blood glucose event. Customer was also advised the insulin, reservoir, and infusion set will be replaced. Pump was expected to return for analysis.